Manufacturer narrative:
H3. As there was no device allegation, analysis was not performed due to non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID: b3400060m, serial#: (B)(6), product type: extension, product ID: b3400060, serial#: (B)(6), product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot#: (B)(6), ubd: 11-nov-2024, UDI#: (B)(4), product ID: b3400060, serial/lot#: (B)(6), ubd: 26-oct-2024, UDI#: (B)(4). H3:. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp). Who reported, the neurostimulator and leads were removed on (B)(6) 2024, due to a suspected unspecified infection.